Manufacturer narrative:
Concomitant medical products:457445 lead, implanted (B)(6) 2004 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.